Manufacturer narrative:
(B)(4).

Event description:
The complaint device was (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Pairing test with nordic bluetooth device was performed and passed. Performed transmitter functional testing and passed. Performed share log review and no data found. Bin file analysis showed no loss of connection. The reported event of a loss of connection was not confirmed. The reported allegation was not found.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.